Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at approximately 46 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 51 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and intermittent rv and superior vena cava (svc) coil impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.